Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during device change out for eri the lead was not able to be removed from the header due to a setscrew anomaly. The physician elected to cut the rv coil portion of the lead and remove it with the device. New device was successfully implanted. Patient monitoring will continue as usual.

Manufacturer narrative:
The reported setscrew anomaly was confirmed in the laboratory. Visual inspection noted a damaged rv coil septum and foreign material in the setscrew cavity.